Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous atrioventricular node artery that is 99% stenosed. A 2.25x38mm xience skypoint stent delivery system (sds) attempted to be advanced, however, failed to cross due to the anatomy. Resistance with anatomy was also noted during the removal of the sds. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.